Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6)2010; inr: 1.3, 2.2; date: (B)(6)2010; inr: 1.9; date: (B)(6)2010; inr: 2.5; 3.0.